Event description:
It was reported that the customer had problems with the pump and no deliveries were occurring during boluses and basal. Customer called in about a month ago and went through a manual prime and the insulin exited, so they were told it was a site issue at that point. Customer has now been on manual injections. Customer tried wearing the pump again on october 3-4 and was having the same issues. Customer took it off because it continued to have no delivery alarms. Customer was told by the health care professional to not use the pump anymore. Customer wants a replacement pump. Customer has a small amount of scar tissue in abdomen. Customer's blood glucose level was 20 mmol/l at the time of the incident and last blood glucose level was 14.5 mmol/l. Customer treated with a manual injection. Customer does not want to return the set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.